Event description:
The following was reported to hamilton medical ag: "technical fault occurred and device shutdown whilst transferring patient. Unable to download logs as device screen faulty and on boot up watch alarm occurred. Returned to hamilton under warranty." Alternative ventilation provided. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Upon further clarification, it was determined that the case had been incorrectly reported to hamilton medical ag. The information provided in the initial submission was inaccurate. Consequently, the complaint entry has been rescinded and removed from the complaint management system.